Event description:
Hamilton medical ag received the following event description: it was reported that on (B)(6) 2026 at 07:47, during the ventilation of a patient in hiflow mode, a "sudden total reboot" occurred. The device just rebooted, and during startup several alarms were observed, such as ¿check monitor connection¿ and ¿monitor disconnected¿. "Ventilation did not continue during the reboot." It was also noted that the ventilator had some strange behavior during the last 24 hours, e.g. Changed display configurations and other start up screen. The patient was transferred to another ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the device log files for analysis. Upon initial review of the log files, it was observed that the device generated the alarm "panel connection lost.". However, based on the available log data, there is no evidence indicating that ventilation was interrupted. Investigation ongoing.